Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. Visual inspection performed, and product found with top case front lower right corner chipped. Event history log review was performed and found and system failure primary audible alarm bgnd test. Visual inspection, power up process and occlusion test. The customer's reported problem could not be duplicate. The investigation unable to duplicate reported problem during occlusion test and there was no damage on speaker or interconnect pcb. Service's replaced interconnect pcb for preventive. Perform pm and all functional testing passed.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited primary audible alarm. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.